Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable capture and high impedance. It was further reported that the lead had intermittent noise. The rv lead was explanted. No patient complications have been reported as a result of this event.